Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm was received. The customer's blood glucose (bg) level was 294 mg/dl. The customer performed an infusion set and cartridge change. After the supplies were changed, the customer delivered a correction bolus to address the bg level. The customer declined troubleshooting with tandem technical support due to successfully resuming insulin deliveries. The customer's current bg level was 215 mg/dl.